Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the outer packaging was returned opened. No anomalies were along the length of the catheter. The hub indicates 3.0mm x 150mm x 150cm, which matches the outer product packaging. The compliance card returned with the sample references a 2mm diameter balloon. No other anomalies were noted. Functional/performance evaluation: patency was tested using an in-house .014 guidewire and the guidewire was unable to be inserted through the catheter due to dried blood in the guidewire lumen. The inflation hub was connected to an in-house inflation device and an attempt was made to inflate the balloon with water in order to measure the balloon outer diameter. The balloon was inflated to nominal pressure (6atm) without issue. With the balloon inflated to nominal pressure, the outer diameter of the balloon was measured to be 3.05mm, which meets the specification of a 3mm diameter balloon. This indicates that the balloon size matches the correct size the balloon size printed on the hub and the outer packaging label. The balloon size does not match the size printed on the returned compliance card. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: two electronic photos were reviewed by field assurance engineer. The first photo shows the compliance card for an ultraverse rx pta dilatation catheter. The compliance card indicates that the balloon is a 2mm diameter balloon. The second photo shows the hub of a bard catheter. The hub size indicates 3.0mm x 150mm x 150cm. The catheter is inserted into a packaging hoop that appears to be bloody. Based on the photos provided, the investigation is inconclusive for a mislabeling. Conclusion: the device was returned with a hub indicating that the balloon is 3mm in diameter and two photos were provided. The hub of the catheter indicates that the balloon is 3mm in diameter and the returned compliance card references a 2mm balloon diameter. The hub on the catheter matches the size of the outer package labeling. However, the investigation is inconclusive for a mislabeling as the packaging was returned open. Labeling review: the current ultraverse pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the balloon diameter on the compliance chart allegedly indicated 2.0 mm, but the diameter that was printed on the inflation hub of the product indicated 3.0 mm. Reportedly another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the balloon diameter on the compliance chart allegedly indicated 2.0 mm, but the diameter that was printed on the inflation hub of the product indicated 3.0 mm. Reportedly another balloon was used to complete the procedure. There was no reported patient injury.